Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had surgery (B)(6) 2013; underwent revision (B)(6) 2016: modular head replaced along with acetabular components. Metallosis noted in op report. Stem noted to be well-fixed and retained". Revision op report notes pain as well as "wear was noted on the polyethylene liner. The acetabular shell was noted to be in excessive vertical position."

Event description:
Patient had surgery (B)(6) 2013; underwent revision (B)(6) 2016: modular head replaced along with acetabular components. Metalosis noted in op report. Stem noted to be well-fixed and retained". Revision op report notes pain as well as "wear was noted on the polyethylene liner. The acetabular shell was noted to be in excessive vertical position."

Manufacturer narrative:
An event regarding malposition involving an unknown shell was reported. The event was confirmed by clinician¿s review of the provided x-rays. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: rejected for medical review confirms vertical acetabular. Need primary operative report; clinical reports, progress notes, history reports, post-op x-rays, etc. Product history review: a review of the product history records could not be performed as no lot information was provided. Complaint history review: a review of the complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.